Event description:
The customer reported that the device would lock up / hang at the beginning of the user initiated operation check. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the malfunction; the device would lock up (stop operation) during the beginning of the charge test segment of the user initiated operational check. The malfunction was resolved by reloading the software.